Event description:
It was reported that the patient's blood glucose levels rose to 14 mmol/l (252 mg/dl) while wearing the pod. When removed from the infusion site, the needle still visible and caused bleeding at the infusion site. The needle being visible indicates it did not retract back into the pod at activation as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was returned with the needle mechanism fully deployed and the needle fully retracted. Blood was observed on the adhesive pad. No damages or manufacturing defects were observed that would result in bleeding/bruising at the infusion site. The data obtained from the device generated no alarms, time outs or drive stalls. Inspection of the needle mechanism assembly found no damages or defects that would result in the needle mechanism not retracting as intended. The needle mechanism was reset and deployed as intended. Although no damages or defects were observed that would result in a needle mechanism failure, it could not be conclusively determined when the needle retracted.